Event description:
It was reported that the patient was charging the ipg longer and was not able to fully charge. The patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.